Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the left ventricular (lv) lead was observed with failure to capture. Fluoroscopy confirmed the lv lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.